Manufacturer narrative:
Technician found water filtration on the power control board. Technician replaced the power control board and the power is restored.

Event description:
Technician alleged that the bed has no power. No patient impact reported.